Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient developed a driveline infection on (B)(6) 2024. The patient received drug therapy treatment only. The site stated that they suspected it was a ventricular assist device (vad) vascular infection. The patient was admitted from (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
They presented with a fever and had positive cultures of staphylococcus aureus. The patient received drug therapy treatment only. They received ceftriaxone via drip infusion and were then switched to oral cefaclor. The infection normalized, but continuing internal usage of antibiotics to prevent recurrence.